Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent fracture was unable to be confirmed however the stent was noted to be stretched and flared which is likely the damages reported by the account. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for broken or damaged stent from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified right posterior lateral artery. During use, after advancing into the lesion, the stent was broken on a 2.5 x 8 mm xience pro stent delivery system (sds); however, it remained on the balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.